Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose unknown. Customer had symptom of vomiting, weak and immobile. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting due to insulin pump being replaced due to button error alarm.